Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed as no images were submitted and no product was returned for evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 months, 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was transplanted. The patient was upgraded on the transplant list due to patient condition. Clinician stated there wasn¿t a device issue. The inflow was up against a papillary muscle and when the patient would stand it would partially occlude the inflow causing the patient to become dizzy and sometimes lose consciousness and have low flow alarms. The patient's pulsatility index (pi) would go up and flows would go down after standing for about 20 seconds. The device will not be returned for evaluation. No further information was provided.